Manufacturer narrative:
There was no reported device malfunction and the product was not returned as the stent remains implanted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of dissection is listed in electronic instructions for use everolimus eluting coronary stent systems xience sierra ce as a known patient effect of coronary stenting procedures. A conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined. Additionally, treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
Patient ID: (B)(6). It was reported that this was a percutaneous coronary intervention in the mid left anterior descending coronary artery (mid lad). The 2.25x28 mm xience sierra was implanted in the mid lad. After the stent was implanted, it was noted on angiography that there was an edge dissection. The 3.0x18 mm xience sierra stent was implanted to treat the dissection. The condition resolved the same day. After the procedure, there was an increase of cardiac enzymes which resolved without treatment or sequelae on (B)(6) 2020. No additional information was provided.